Event description:
The patient contacted animas on (B)(6) 2013, reporting that he went into the swimming pool today and pump started vibrating and now the screen will not light up. The patient reported there are no sounds and no vibrations. The patient stated that there was water behind screen and there was no water in battery compartment. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 08/13/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: the pump was found to be unresponsive when attempting to power on; the pump had no audible tone, no vibration, and the display screen remained blank. The pump case was observed to be cracked near the display lens and a pump leak testing indicated that the pump was leaking at the crack in the casing. The pump was opened an evidence of moisture damage was observed inside the pump.